Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and another 2.25mm x 12mm nc emerge balloon catheter was advanced; however, during the initial inflation at 12 atmospheres for 15 seconds, the balloon also ruptured. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications nor injuries were reported, and the patient was in good condition post-procedure.